Event description:
The evis lucera elite colonovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the nozzle contained foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process. In addition to foreign objects found in the nozzle, evaluation findings also included the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to the wear of the angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover was chipped, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide (lg) lens had a white-clouded area, the suction cylinder was shaved, the grip had a scratch, the universal cord had a wrinkle, the protector of the universal cord on the scope connector side had a scratch, the plastic distal end cover had a scratch, and the connecting tube was cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a review was completed of the user's reprocessing steps and confirmed to be implemented according to the instructions for use. The foreign material was bigger than the inner diameter of the air/water nozzle and entered inside the air/water channel, which resulted in clogging. The root cause of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device.